Manufacturer narrative:
H4: the lot was manufactured between march 7, 2024 ¿ march 9, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow of medicine. After an infusion for 24 hours, the bladder had not gotten smaller. There were no drips of medicine from the port. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.